Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a conclusive root cause of the foreign material remaining in the subject device could not be determined. The event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction does not meet the standard value due to wear of the angle wire, the plastic distal end cover had a dent, the adhesives around the light guide lens had a white-clouded area, the adhesives around the objective lens had a white-clouded area, the control unit was damaged, the paint on the suction cylinder was peeled, switch 4 had wear, the connecting tube had a scratch, switch 1 had wear, switch 2 had a scratch, switch 1 had a scratch, the adhesive on the bending section cover had a white-clouded area, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, the play of the up/down knob was out of standard value due to wear of the angle wire, switch 3 had a scratch, the connecting tube had a dent, the up direction did not meet the standard value due to wear of the angle wire, the objective lens had a chip, the universal cord protector on the scope connector side had a scratch, the universal cord protector on the control section side had a scratch, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing.